Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was out of specification in relation to system error 322 which was not reproduced but confirmed during a review of the device event history log. Device investigation determined the cause to be corrosion within the lower link switch. The lower auxiliary flex assembly was replaced to correct this condition. Evaluation also found the link and latch switch circuit voltages to be outside of normal range due to degradation of varistors on the input/output printed circuit board (I/o pcb). The I/o pcb was also replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum pump had an unspecified error in "medicina ii," which was clarified as system error 322 during evaluation. It was also reported there was no patient involvement.